Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2; health professional is not to be checked off on the report source checkbox. Manufacturing date in h4 cannot be provided due to an unknown serial number. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event was due to a failure of the touch panel sensor. However, since the device was not returned, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus, that the visera elite ii video system center touchscreen error e333 was reported. There was no report of patient harm or user injury associated with this event.